Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer's blood glucose was 600 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they found infection on the site. The customer's mother stated that they had high blood glucose of 550 mg/dl at the time of incident. The insulin pump will not be returned for analysis.